Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided the clinical data file for review. The customer's report could not be confirmed. Review of the log showed the device was powered on at 22:19:04, and a valid ECG signal was detected by 22:19:09. Voice prompts instructed the user not to touch the patient during analysis, but CPR began pre-maturely at 22:19:12 and continued until 22:19:21. A shock was advised and delivered, likely influenced by motion artifact from ongoing CPR. After CPR resumed and the next analysis cycle occurred with proper adherence to prompts, the device correctly identified asystole and advised no shock. The device responded accordingly based on the algorithm and functioned as designed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device prompted it was analyzing and to not touch the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.